Event description:
Customer reported on a bravo ph capsule that failed to attach. He also stated that the capsule dropped from the initial 600mmhg to 200 or 300 and the pressure back after a short second. The pt was not injured following the procedure.